Event description:
On (B)(6) 2025, one hour after the start of treatment, disconnection of the cvc venous line, with a loss of approximately 1.5l-2l of blood (estimate). The hd machine alarmed due to a drop in venous pressure, which allowed the occurrence to be noticed and intensive fluid therapy to be initiated - 3l of sf administered. The patient was initially unresponsive and breathing heavily. Radial pulse was weak, skin was cold, bp: 70/35 mmhg, sat o2 in aa: 90%, pupils were unresponsive and dilated. After fluid therapy, the patient was calmer and more responsive, pupils were reactive, but she did not return to her usual state. After 2 minutes, o2 reassessment: desaturation, 87% in aa. We started o2 3l via cn. The patient remained desaturated and had apparent subcutaneous emphysema, mainly in the cervical region. Due to the patient's increasing instability, the doctor contacted 112. The patient underwent 1h:30min of treatment. Immediate action: intensive fluid therapy initiated - 3l of sf and 3l o2 via cn administered. Sent to the ER. 2 units of gr administered.